Manufacturer narrative:
Title: single-port robotic partial and radical nephrectomies for renal cortical tumors: initial clinical experience source: journal of robotic surgery (2020) 14:773¿780. Published online: 7 february 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, (year january 2019 to july 2019) this study aimed to assess the outcome of a single-port robotic partial and radical nephrectomies for renal cortical tumors: initial clinical experience. The endo-gia stapler was used to staple across the renal vein and a separate load was used to staple across the renal artery. The specimen was extracted after placing in an endobag. There were a total of 16 patients and the following post-operative complications were reported: blood loss up to 800 ml with one patient requiring both a blood transfusion antibiotics. Other complications not related to the device included: two patients requiring antibiotics for possible sepsis (cultures were negative), one conversion to open procedure, two post-operative complications related to end-stage renal disease.